Event description:
The balloon on a 3.5mm x 48mm boston scientific synergy stent could not be removed from the stent after multiple attempts. As the patient was getting hypotensive, more forceful manual traction was applied and the shaft of the catheter broke leaving an inflated balloon and occluding flow in the left main and left anterior descending coronary arteries. Multiple emergent strategies were used to attempt to physically rupture the balloon to deflate it without success. To restore flow, the cardiologist decided to deploy a second stent in the same location. This strategy crushed the first stent and retained balloon in the artery and successfully restored flow. The patient required endotracheal intubation and heavy sedation during this emergent portion of the procedure that is not customary to coronary angioplasty. The retained stent and balloon remain in the patient at discharge after a prolonged admission. Patient will be followed for continued surveillance. FDA safety report ID # (B)(4).